Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue and noted that the iabp unit operated normally. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use nd upon startup of the cs300 intra-aortic balloon pump (iabp), a "check iab catheter" message was generated on two different intra-aortic balloon (iab) catheters. The iabp unit was swapped out with another cs300 iabp; however the issue re-occurred. The end user swapped out the second iabp unit to a cardiosave iabp and backed out the iab a little bit from the patient and successfully initiated therapy. The customer has requested that getinge evaluate the iabp units involved in this event. There was no harm or injury to the patient and no adverse event was reported.